Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the left ventricular (LV) lead exhibited loss of capture. X-ray further confirmed that the LV lead had dislodged. The LV lead was subsequently capped and replaced by a left bundle branch area pacing (LBBAP) lead on (b)(6) 2026. The patient remained stable throughout the procedure and no patient consequences were reported.